Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure an intellamap orion catheter was selected for use. During mapping the orion catheter popped out of the left atrium (la) into the right atrium (ra) and created a 13mm atrial septal defect (asd) with flow across. The patient underwent a trans-oesophageal echocardiogram (toe) after the procedure and will come regularly for follow-up of the atrial septal defect. No further patent complications were reported. The catheter will not be returned as it was disposed by the staff.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Correction: f10 and h6: patient code was updated from e0604: atrial perforation to e0623: unspecified heart problem, and impact code updated from f12: serious injury / illness / impairment to f11: minor injury / illness / impairment as no intervention was required.

Event description:
It was reported that during an ablation procedure an intellamap orion catheter was selected for use. During mapping the orion catheter popped out of the left atrium (la) into the right atrium (ra) and created a 13mm atrial septal defect (asd) with flow across. The patient underwent a trans-oesophageal echocardiogram (toe) after the procedure and will come regularly for follow-up of the atrial septal defect. No further patent complications were reported. The catheter will not be returned as it was disposed by the staff.